Event description:
Lumbar laminectomy and fusion at levels l4-s1 was performed on (B)(6) 2011. Follow-up visit with an MRI showed that the rod shifted forward at l5-s1 interface. Surgeon will continue to monitor the patient. There are no current plans for revision surgery. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Lot #: this information was not provided during initial report. Additional information has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional information has been requested.